Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both leads exhibited high impedance due to being fractured. The leads were removed and replaced.